Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) would not connect to the ilet bionic pancreas due to an incorrect sensor pairing code being entered; the correct code was subsequently entered after troubleshooting and education. No clinical signs, symptoms, or conditions were reported. Outcomes included resolution of connectivity by correcting the pairing code. User support included troubleshooting with verification of the pairing code and confirmation of correct sensor type selection. Investigation of this case revealed user pairing error leading to unsuccessful cgm-ilet communication, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing.